Event description:
A healthcare worker cleared loads out from sterrad after the cycle completion. Minutes later, they started feeling burned. The right thumb-tip got white, with no pain. The customer rinised the contact area under running water and was prescribed a burn ointment by a dermatologist. The patient recovered from burns within two days.